Event description:
It was reported that doctor performed surgery with two implants tsx and one of them did not include implant's labels. Implant was placed and remains implanted.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided.